Event description:
As it was reported by the affiliate the guidewire tip was frayed. The event occurred prior to use on the pt. The vent was during a cardiac intervention. Please note that multiple attempts to gather additional pt and procedural info have been attempted, but unsuccessful.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt. Review of the device history records relative to the mfg, inspecting and packaging of this lot was performed and indicated that this product was final inspection tested and was determined to be acceptable.